Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's sensor light dims out and gave low readings (70 spo2) and sometimes gave an error and a no readings at all. Sensors in the past was used to isolate to the sensors. The patient diagnosis is tracheal malacia with ventilator dependency. The event did not cause harm to patient, there was no increase work of breathing, no symptoms of cyanosis and the pulse rete is normal. Negative aspects was that an o2 administered to patient when not needed due to incorrect readings. The patient need to keep the normal saturation (above 90), only a procedural delay was resulted due to the reading issues that slow down weaning patient from ventilator.